Manufacturer narrative:
Doctor refused to send in either item to kavo for repair. Doctor said nothing was wrong with the equipment. Doctor put pieces back into rotation, so the exact device used cannot be identified for evaluation.

Event description:
An air embolism was caused to patient's eye during procedure. While doctor was working on tooth 21, he noticed a percolation of the tissue. Patient's eye became red and puffy. Doctor said this was not an allergic reaction. Patient was prescribed clindamycin. Patient is healing. Doctor is not sure if it was caused by his 635b or his rondoflex.